Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window, cracked case near the display window corners, cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 367 mg/dl, which was treated with manual injection. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer is unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.